Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of embolism/embolus, as listed in the mitraclip g4 system instructions for use is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported embolism. The reported required hospitalization, unexpected medical intervention, and medication were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively reported against the implanted clip due to a thrombus, unknown if procedure related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mitral regurgitation. One mitraclip was implanted at the a2p2, reducing the mr to grade 2+. There was no device deficiency. The patient was not placed on blood thinners due to a history of gastrointestinal bleeding. On (B)(6) 2021, a transesophageal echocardiogram was performed. A clot was observed in transit in the right atrium and inferior vena cava. The patient was hospitalized, heparin drip was provided and thrombectomy was performed. The patient was discharged to home on (B)(6) 2021. The event was unknown if related to the mitraclip procedure. No additional information was provided regarding this issue.